Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient has not been see in over a year, but had reported pain along one of the arms of the solyx during her last visit. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.